Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It reportedly occurred rarely between (B)(6) 2026 and (B)(6) 2026. No relevant product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.